Manufacturer narrative:
The pump powered up properly, and no failed battery test alarm was noted during testing. All operating currents are within specification. The pump passed the displacement and self tests. No button error alarm was noted. The pump had intermittent down and up arrow buttons due to corroded keypad traces. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump alarmed button error and failed battery test. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.